Event description:
The patient had an uneventful left groin access with the axera access system followed by successful right sfa re-vascularization. The patient was discharged the same day with no documented hematoma. Three weeks later, the patient noted a left groin mass that had enlarged over a week's time and was seen at (B)(6). An ultrasound revealed an 8 cm pseudoaneurysm, which was surgically repaired. The patient was discharged the day after the surgical repair.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The 510 (k) # is unknown as the lot number was not reported and it cannot be determined which device was used in this case. Attempts to retrieve additional information such as patient information were unanswered by the facility. The axera access system instructions for use (IFU), was reviewed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.